Event description:
Device evaluation: received for evaluation was one badly damaged cougar guide wire, the y-adaptor and snare used to remove the wire tip from the artery. The guide wire is stretched and broken at the distal end. The distal tip of the wire to the distal bond joint is intact. The ribbon wire is still attached and intact. The core wire is broken and separated from the proximal end of the distal bond joint. The broken end of the core wire and stretched coil wire is sticking out of the y-adaptor along with the snare. The proximal bond joint shows stretching of the coil wire, with core wire intact. The entire wire, although in pieces, appear to be all there with none remaining in patient. Cine image review: review of the procedural images provided show the cougar wire jailed in a non-mdt stent and placement of a second cougar wire through the stent. The jailed cougar wire appears unravelled in the anatomy after an attempt to with draw it. Subsequent shots show a third wire advanced along already jailed cougar wire and then a snare being advanced through the guide catheter and retrieval of the unravelled wire through the tip of the guide catheter. It appears the wire was removed from the patient with no remaining fragments left in patient.

Manufacturer narrative:
Evaluation: results: inconclusive, investigation in progress; no device returned for evaluation. Evaluation: conclusion: investigation in progress. (B)(4).

Manufacturer narrative:
Results, conclusion: severely calcified lesion, wire jailed during procedure.

Event description:
The physician was treating lm-lad segment of the artery using two cougar ls wires. One was put into lad and another one was in cx for protection. The ostium of lcx had little tortuosity, severe calcification and unknown stenosis. One non- mdt stent was deployed in the lm-lad segment. The lm segment was post dilated with one nc balloon at 12 atm. According to ivus, the real lm diameter was 5 mm and very calcified. After stent deployment, the physician re-crossed the cx artery and pulled back a cougar ls wire; however, it was noted that the wire was trapped in the artery. During removal it was noted that the wire tip remained in the artery, while the stretched body of the wire was exiting the y connector. The wire tip remained jailed and completely detached from the rest of the wire. A snare device was used with some difficulty to remove the wire tip from the artery.